Event description:
The husband of a (B) (4) female patient contact lifecor customer support to report that one of the battery packs would not charge on the battery charger. Support had the patient download and the download revealed "battery charger faults" support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack ot not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.